Manufacturer narrative:
Additional information has been requested. D6: implant date (B) (6) 2009. Synthes is unable to provide the manufacturer, PMA/510k number and/or date of manufacture without a lot number provided or the returned subject device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number no device history record review can be requested.

Event description:
Surgeon reported a pt post zero-p, plate and screw implantation returned to the office; an x-ray showed a non-union and a broken screw in the supplemental plate. Surgeon removed the hardware. This is two of three reports for this event.